Event description:
Device issue: stent dislodgement. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation of the device, the protective sheath and stylet from the 4.0x18mm vision stent delivery system (sds) were removed. During an attempt to insert the guide wire into the sds, it was noted that the stent implant was misaligned. The stent appeared to have moved distally on the sds balloon. When the physician touched the stent implant, it dislodged. Reportedly, at this hospital, air aspiration (purging) is performed once the sds has been placed in the lesion, thus, no aspiration was performed before the event. There is no additional info available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood on the balloon and stent implant and no contrast visible. This is consistent with handling and the reported info that the product was not prepared for use. The stent implant was dislodged from the balloon and returned inside the orange protective sheath, confirming the reported stent dislodgment. However, there were crimp marks in between the markers of the tightly folded balloon, suggesting that the stent implant was crimped in the correct location at the time of manufacture. Potential causes for a loose stent/stent dislodgement prior to insertion into the pt anatomy, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. To help ensure this type of issue is not the result of a mfg deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Analysis noted that the stent implant was noted to be slightly crushed, likely from handling of the dislodged stent. The returned orange protective sheath inner diameter and stent implant outer diameters were measured and met mfg criteria. There were no anomalies or substances noted in the returned sheath. In this case, it is possible that handling of the product contributed to the reported stent dislodgment. It should be noted that the vision instructions for use (IFU) states, "remove protective sheath from tip. Do not manipulate (e.g. "Roll") the stent with your fingers, as this action may loosen the stent from the delivery balloon". Reportedly, at this hospital, air aspiration (purging) is performed once the sds has been placed in the lesion, thus, no aspiration was performed before the event. It should be noted that the vision IFU, states to purge the sds of all air in the catheter during preparation for use and prior to inserting into the pt anatomy. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In this case, a conclusive cause for the reported stent dislodgement could not be determined.